Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset to resolve the issue and continued to use the pump for insulin therapy.